Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, post sensed t-wave oversensing was noted. The patient did not receive therapy during the oversensing. The oversensing was noted on the stored electrogram. The device was reprogrammed. The patient's condition was stable during and after reprogramming the device.